Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. The customer did not know how the pump time became inaccurate. Customer adjusted the pump time to be accurate. In addition, it was reported that intermittent cartridge alarms occurred, and air bubbles were observed in the patient line. Customer successfully resumed insulin delivery. Customer's blood glucose level was 173-208 mg/dl.